Event description:
It was reported that the pt's implantable neurostimulator is reading impedances>10000 ohms. The pt feels stimulation, but felt "something" when they stretched. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).